Manufacturer narrative:
No physical damage to injection foot or cartridge holder. Front cap shell won't lock in place. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with no physical damage to injection foot. Inpen received working as design. No mechanical/physical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of injection foot being damaged could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reporting the black disc fell on the inpen and the part of the inpen that was broken/damaged or not working correctly. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and the inpen was not working properly and initiated replacement. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-105nnpkna was requested and the customer response was that the device will be returned.